Event description:
The customer reported to customer service that her transformer housing is broken and that the wires are also broken. The breached transformer housing is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filled at that time. This issue with a damaged transformer housing for the pump in style device is currently being addressed under investigation (B)(4).